Event description:
It was reported insertion of shaldon femorally, puncture without any problem and advancement of the wire with control of the wire intravasally, dilatation without any problem, wire always freely movable during this time. Now an attempt to selding the catheter over the wire it was not possible, because the wire (part that was in the muscle) has massive bends. It also shows that the wire kinks at the slightest touch. Consequence: in a fully anticoagulated patient, 2nd puncture, same brand but new set - no problems.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.035 in. ¿j¿-tip guidewire in a plastic hoop, one 24 cm trialysis catheter, one 13 fr dualator dilator, and one 14 fr dualator dilator were returned for evaluation. An initial visual observation showed use residue on the returned guidewire. Multiple bends were observed in the returned guidewire with the most severe bends about 14 cm and 19 cm proximal to the distal tip. The core wire was found to be intact during tactile evaluation of the guidewire. A microscopic observation revealed two kinks and one gap in the coiled wire of the returned guidewire. While the exact cause of the damage observed in the returned guidewire is unknown, possible contributing factors include insertion of the guidewire or catheter against resistance, damage during insertion of manipulation of the guidewire, advancement/retraction of the guidewire at a sharp angle, and patient anatomy.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs3124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported insertion of shaldon femorally, puncture without any problem and advancement of the wire with control of the wire intranasally, dilatation without any problem, wire always freely movable during this time. Now an attempt to selding the catheter over the wire it was not possible, because the wire (part that was in the muscle) has massive bends. It also shows that the wire kinks at the slightest touch. Consequence: in a fully anticoagulated patient, 2nd puncture, same brand but new set - no problems.